Event description:
It was reported that after the procedure, upon reviewing the post x-rays surgeon observed that the tibia component was 3-4 of valgus. The surgeon cut the tibia mostly in speed mode and used the control "off" mode near the tibial spine to clean up 1 mm of bone. The bur was not fully in view of camera at this time during clean up. The surgeon is aware that using the control "off" mode may have returned in taking too much bone near the spine that led to valgus component.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files, but not the post-op x-ray, were provided for review. Therefore, the post-op tibia component alignment could not be confirmed by the x-ray. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Per the clinical/medical evaluation: ¿a procedural variance as a contributing factor to the reported event cannot be ruled out; which does not represent a device malfunction. Based on the information provided, the patient injury/impact beyond the procedure change could not be concluded at this time.¿ although the reported issue could not be confirmed, the user having cut the tibia with the control mode ¿off¿ could be a contributing factor to the valgus tibia component. Further review of the tibia bone removal screen shows slight over-resection of the tibial plateau as well as over-resected bone of the intercondylar eminence ridge. The slight red on the plateau of the tibia, not along the intercondylar eminence ridge, could have put the tibia component in valgus. This may not have occurred had the drill been used in a controlled mode. Refer to the navio surgical system user's manual for further instructions regarding the exposure and speed control modes. Per the navio surgical technique guide for knee arthroplasty, the system will not stop cutting once the target surface is reached if control modes are disabled. This situation was captured in the navio risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.